Event description:
It was reported the customer was hospitalized for high blood glucose. Customer stated they attempted to treat their blood glucose with a bolus delivery prior to being hospitalized. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was 311 mg/dl. The customer also reported feeling dizzy and nauseous from their high blood glucose. Customer was also wearing their insulin pump at the time of the hospitalization. Troubleshooting for the insulin pump found a leak around the reservoir compartment. Customer also stated the insulin pump passed a selftest. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, minor scratches on the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.